Event description:
It was reported that during a lap gastrectomy the clip jumped out from the forefront of the jaw, and it became unusable. Another device was used to complete the case. There were no adverse consequences to the pt. Device will not be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.